Event description:
The device was returned for service. During service, baxter service technician reported that the pump powered up with failure code 500. According to facility's biomed engineering department, no patient injury has been reported. Biomed stated they have no record of any incident report involving the pump since the last baxter service event.